Manufacturer narrative:
The ventilator was evaluated by ventec where it was observed that it would not power on when prompted. Ventec observed evidence that moisture had been introduced from the device's nebulizer relief valve, and that corrosion was visible on its external surfaces. As a result, the nebulizer relief valve was frozen in the open position. Ventec then opened the device in order to perform a visual inspection which showed further evidence that moisture had entered the device, as well as a significant layer of environmental dust, which had accumulated on multiple components including the device's main control board. The level of corrosion observed inside the device indicated that moisture had been present for some time. The moisture had mixed with the environmental dust, creating both a corrosive and conductive surface on the main control board which had electrically damaged two transistors, designators q407x and q400x. As a result of this electrical damage, power was unable to reach the main control board which prevented the device from powering on. With the evidence obtained during the investigation, ventec determined that the allegation of the device shutting down unexpectedly was confirmed. Ventec replaced the control board to resolve the reported issue. Additionally, ventec replaced multiple other components that had been contaminated. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was both moisture and environmental dust contamination on the main control board; however, how the moisture and dust was introduced into the device could not be conclusively determined.

Event description:
A distributor contacted ventec to report that a ventilator recently returned from the field unexpectedly shut down when being evaluated by one of their technicians. The technician observed the unexpected loss of power upon receiving the device. There was no patient involvement associated with the reported event.